Manufacturer narrative:
Age/date of birth: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. Device evaluation: the product testing could not be performed as the product was not returned because the lens remains implanted. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was experiencing issues after implant of intraocular lens on (B)(6) 2016 in left eye. Reportedly the vision in the left eye was smaller and blurry compared to perfect vision in right eye. Image is about 1/8 to ¼ smaller in left eye than right eye. This causes issues daily with reading, driving watching tv, etc. Is very noticeable. Ophthalmologist followed up by performing a yag and vitrectomy. The lens remains implanted. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4),and CAPA-010215.